Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. A detailed investigation was performed by an expert from the technical service: this incident occurred during ventilation when a patient was connected to the device. The logfiles show that the ventilation of the patient continued. No medical intervention was required. There was also no patient harm reported. To solve the problem with the oxygen supply failure, which indicates that the oxygen source flow is lower than expected, our partner first replaced the one-way check valves (part n° 155715) on (B)(6) 2024. The alarm however continued, though sporadically when switched on. As the first repair was not successful, our partner then replaced the mixer valves (part n° 394077). All calibrations, checks and tests were successfully carried out, including a check on the electrical safety according to en 62353. After this repair the problem was solved and the device was released to be used again. The root cause of this incident were defective mixer valves which were since the beginning within the device. The event is considered as reportable as in a worst-case scenario (and it was not the case in this incident), the issue could lead to a deterioration of the patient state of health, as the patient could be ventilated with the incorrect level of o2 concentration (risk of hyperoxemia).

Event description:
Hamilton medical ag received the following incident description: "s1 showed alarm: no o2 supply, permanently during ventilation. Alarm can only be suppressed for 2 minutes. The mixer values and settings were always correct. In the service menu, mixer calibration, the 90 and 100 ms values are always at 0. After that, the device was operated with a test lung in another room, no alarm. After the first repair, replacing the valve, the alarm continued, but only sporadically when switched on, and the alarm was reset. So, the sporadic alarm is still present."

Event description:
Hamilton medical ag received the following incident description: "s1 showed alarm: no o2 supply, permanently during ventilation. Alarm can only be suppressed for 2 minutes. The mixer values and settings were always correct. In the service menu, mixer calibration, the 90 and 100 ms values are always at 0. After that, the device was operated with a test lung in another room; no alarm. After the first repair, replacing the valve, the alarm continued, but only sporadically when switched on, and the alarm was reset. So the sporadic alarm is still present."

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895.

Event description:
Hamilton medical ag received the following incident description: "s1 showed alarm: no o2 supply, permanently during ventilation. Alarm can only be suppressed for 2 minutes. The mixer values and settings were always correct. In the service menu, mixer calibration, the 90 and 100 ms values are always at 0. After that, the device was operated with a test lung in another room; no alarm. After the first repair, replacing the valve, the alarm continued, but only sporadically when switched on, and the alarm was reset. So the sporadic alarm is still present."

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. A detailed investigation was performed by an expert from the technical service: this incident occurred during ventilation when a patient was connected to the device. The logfiles show that the ventilation of the patient continued. No medical intervention was required. There was also no patient harm reported. To solve the problem with the oxygen supply failure, which indicates that the oxygen source flow is lower than expected, our partner first replaced the one-way check valves (part n° 155715) on (B)(6) 2024. The alarm however continued, though sporadically when switched on. As the first repair was not successful, our partner then replaced the mixer valves (part n° 394077). All calibrations, checks and tests were successfully carried out, including a check on the electrical safety according to en 62353. After this repair the problem was solved and the device was released to be used again. The root cause of this incident were defective mixer valves which were since the beginning within the device. The event is considered as reportable as in a worst-case scenario (and it was not the case in this incident), the issue could lead to a deterioration of the patient state of health, as the patient could be ventilated with the incorrect level of o2 concentration (risk of hyperoxemia). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.